Event description:
Caller reported that t:slim x2 pump battery would not charge, despite using tandem charging cable and wall adapter, and attempting to charge for 30 minutes. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by using a non-tandem charging cable, and tandem technical support agreed to send replacement charging cable and wall adapter via two-day shipping. Pump began charging, and no further assistance was required.